Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net on (B)(6) 2020 with myopotential over-sensing from their implantable cardioverter defibrillator causing non-sustained right ventricular over-sensing episodes. Patient came in to the clinic at a later date and was able to reproduce the myopotentials with breathing exercises. Programming recommendations were made. Patient condition after the event was stable.